Event description:
It was reported that balloon rupture occurred the target lesion was located in the moderately calcified tibial vessel. A 3.0x220x150mm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmosphers, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.